Manufacturer narrative:
We have concluded our investigation process related to your complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
One sample was received for evaluation. The ruptured tube is confirmed however this condition did not originate from the manufacturing facility. In order to determine a root cause, a gemba walk was done at the manufacturing facility focusing on the manufacturing equipment and process. In addition, qc inspections are performed to the product for material release that include a visual inspection sampling to verify the correct assembly from device, as well a 100% visual inspection perform by production personnel during the process, in order to detect and discard any identified deficiencies. The product design safety, performance, and effectiveness remain the same or better. No new hazards, hazardous situations, harms, or failure modes are introduced due to this event. Based on the above assessment, no additional updates are being pursued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: after the patient had difficulty with infusion. An x-ray was performed and the tube was ruptured. Which had to be removed via endoscopy.